Event description:
It was reported that this artificial urinary sphincter (aus) was explanted in (B)(6) 2023 due to urethral erosion. A new device was not implanted until (B)(6) 2024. No further patient complications were reported.